Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had bleeding at sie and experienced high blood glucose level of 24.2 mmol/l. The customer reported that there was no site issues and the sensor was inserted in the back of right arm. The customer reported that there was a blood at the site. Product is expected to return for analysis.